Event description:
It was reported that cartridge alarm 20 occurred while customer used pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to load new cartridge using proper technique, successfully resumed insulin delivery, and issue was resolved; no additional outcomes were reported.